Event description:
Healthcare professional reported "cancer" which is not device related, also "dotted high signal indicating moisture" and "rupture suspected". This record is for the right side. The device is explanted

Manufacturer narrative:
Continued: e.1. Zip code:(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.